Manufacturer narrative:
Additional/changed and/or corrected data..

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture. Silicone migration: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. Yellow particles on the surface of the shell.

Event description:
Patient reported "meanwhile strong health problems and pain, because the right implant has even ruptured¿diagnostic test reporting a suspected rupture and gel leaking.¿ further reported was pain and "suspicion of silicone-granulomatous changes". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Further reported was pain and "suspicion of silicone-granulomatous changes".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported"meanwhile strong health problems and pain, because the right implant has even ruptured¿diagnostic test reporting a suspected rupture and gel leaking.¿ the device will be explanted.